Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer took over a minute to boot then was slow to respond. The programmer boot-up issue was due to the hard drive. Analysis also found the programmer failed emergency programming test; the emergency switch assembly was found out of electrical specification. One keyboard hinge was missing and one keyboard hinge was broken. It was noted the stylus tip was loose, but functionally ok. Concomitant medical product: product ID: 229047, analyzer.(B)(4).

Event description:
It was reported the programmer won't boot up. The programmer was returned for repair. No patient complications have been reported as a result of this event.